Event description:
It was reported that externalized conductors on the rv lead were observed via fluoroscopy. No electrical anomalies were detected. Patient will be monitored. The lead remains implanted. The patient condition is good.